Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon cr fem comp #6 l-cem; cat# 5510f601; lot# l9l3r. Triathlon asymmetric x3 patella; cat# 5551-g-320-e ; lot# d042. Tri ts baseplate size 5; cat# 5521-b-500 ; lot# huy4aa. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported through the submission of a revision implant sheet that the patient's left knee was revised. Revision was due to infection. A 5x9 cs insert was exchanged for another 5x9 cs insert. Primary and revision usage sheets were provided. Rep confirmed that no further information will be released by the hospital or surgeon.